Manufacturer narrative:
Due to character limitation e1(event site city): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp) had unspecified malfunction. There was no patient involvement.

Event description:
Upon further review it was determined that the reported event involved only routine maintenance/scheduled replacement of part battery, safety disk, tidal disk, filter and regulator. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident or complaint making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number 2249723-2025-0003999 in your database.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Upon further review it was determined that the reported event involved only routine maintenance/scheduled replacement of part battery, safety disk, tidal disk, filter and regulator. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident or complaint making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number 2249723-2025-0003999 in your database.